Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel in the left forearm. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 4 atmospheres. The procedure was completed with another of the same device. No complications were reported and there was no patient injury. It was further reported that the duration of inflation was about 15 to 20 seconds. The balloon was simply and completely removed from the patient's body.

Manufacturer narrative:
E1 - initial reporter address: (B)(6).

Manufacturer narrative:
Initial reporter address: (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel in the left forearm. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 4 atmospheres. The procedure was completed with another of the same device. No complications were reported and there was no patient injury.